Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event: (B)(4) patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During an ent case, the surgeon reported the plasmablade device tip melted. A second plasmablade device tip was used and the issue recurred. The surgeon also reported a 2nd degree burn inside the patient¿s mouth. It is unknown which device caused the burn and if any interventions were needed.